Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 16:21:00. During night drain cycle one, the patient's ultrafiltration reading was 371ml, indicating the home patient (hp) drained 371ml more than their maximum programmed fill volume of 450ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). (B)(6). Additional information: evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. A review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 371 ml during therapy initiated on (B)(6) 2012 16:21:00, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. Review of the event log revealed that cycle 1 fill was bypassed. Cycle 1 drain was completed on (B)(6) 2012 at 16:30:56 and the user's actual drain volume during cycle 1 was 371 ml. The actual drain volume of 371 ml is 82.4% of the largest prescribed fill volume (lpfv) of 450 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.